Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative no (B)(6) 2018 regarding a patient receiving dilaudid (30mg concentration with a dose of 18mg/day) via an implanted infusion pump. The indications for use included pancreatitis and non-malignant pain. It was reported that the patient wasn't in withdrawal, but pump logs showed a stall on (B)(6) 2018 with a recovery almost 24 hours later on (B)(6) 2018. It was noted that the stall occurred at "29 eri." Numerous sporadic stalls occurred after, and logs also read a tube stop message. There were no environmental, external, or patient factors that may have led or contributed to the event, and no diagnostics or troubleshooting were performed. The pump was replaced and the issue was considered resolved. The patient's status was alive - no injury at the time of report. No further complications were reported or anticipated.

Manufacturer narrative:
The pump was returned and analysis found residue and wearing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative. It was reported that the pump was used with/in the patient for treatment. The patient experienced a loss of therapy due to a motor stall. It was reported that the patient recovered without sequela. No further complications were anticipated/reported.